Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent clearlink solution set could not be primed. The reporter stated that the nurse is using alcohol pledgets and possibly a needle to poke into the filter. There was no patient involvement. No additional information is available.